Event description:
Unomedical reference number (B)(4). Event occurred in the united arab emirates. On (B)(6) 2024, it was reported that the infusion set's cannula was bent when removed from the body on second day of insertion. The site of insertion was abdomen. No further information available.